Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the imaging window was twisted and exhibited ripples. No damage or failures were observed on the catheter pcba (ccp) board assembly or the hub connector pins. Microscope inspection showed that the marker band was pinched. Impedance testing showed an electrical open at the distal end of the catheter between 0 cm and 10 cm from the distal housing. Functional testing showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. Device history record (DHR) review: it was confirmed that the device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and available information. In this case, the returned device showed an electrical failure; however, it was not possible to identify the probable cause of the observed failure. For the observed material twist, a conclusion code of failure to follow instructions was selected because, although it was not confirmed whether the catheter was advanced into the patients body with the mdu on or off, the twisted material is evidence consistent with advancing the device into the patients anatomy while rotating. According to the instructions for use (IFU), the mdu shall remain off when inserting the device into the patients body.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted and rippled.